Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that her ubk sleek regular tampons came apart upon removal and tampon pieces remained inside of her. This event occurred with fifteen tampons. She was able to remove the remaining pieces.